Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, following valve deployment, a post-implant balloon dilation was performed. After deflating the balloon, the balloon went into the ventricle. Upon withdrawing the balloon, the balloon pulled the evolut valve, causing it to dislodge. Subsequently, a second valve was successfully implanted. Additional information was received that the post-implant balloon dilation performed due to under-expansion of the valve frame due to calcification. The patient was rapid paced during the post-implant balloon dilation.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop23-29 (lot: 0012678295); product type: 0195-heart valves; implant date: non-implantable device product ID d-evprop23-29 (lot: 0012117594); product type: 0195-heart valves; implant date: non-implantable device product ID dilatation balloon (non-medtronic device); lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, following valve deployment, a post-implant balloon dilation was performed. After deflating the balloon, the balloon went into the ventricle. Upon withdrawing the balloon, the balloon pulled the evolut valve, causing it to dislodge. Subsequently, a second valve was successfully implanted.